Event description:
Reportable based on device analysis completed on 02-oct-2018 it was reported that unauthorized product return occurred. A 1.50mm x 15mm maverick balloon catheter was return to bsc. However, device analysis revealed a longitudinal tear in the balloon. That the returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed a longitudinal tear in the balloon 12mm from the tip and approximately 7mm long. There is blood present in the inflation lumen and balloon. The balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a longitudinal tear in the balloon.